Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 551481, expiration date 03/31/2012). Reference medwatch report with (B)(6) for the suspect device used in system 1.

Event description:
Customer reportedly received result of 117 mg/dl on advantage system 1 and result of 320 mg/dl on advantage system 2 within 10 minutes. Comfort curve test strips were used. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.